Event description:
It was reported patient faced adhesive issues as infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on (B)(6) 2026. The patient faced the issue with six infusion sets over past three months.

Manufacturer narrative:
Initial 2 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.